Event description:
Patient developed a hematoma and femostop was applied; the femostop returned to zero and would not read the amount of pressure being applied to the groin site. Femostop was removed and a new one placed.